Manufacturer narrative:
A device history record (DHR) review was conducted. No anomalies were found during the DHR reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. No product sample was received for evaluation; therefore, visual and functional testing could not be conducted. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. An internal investigation has been initiated to further investigate an increased trend of probe related cut, actuation, and aspiration issues. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A review of the related device history record (DHR) indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One vitrectomy probe was returned for evaluation. The sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 10 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The extension is detached out of the coupling. The complaint evaluation does confirm the probe had a quality issue which resulted in the probe not being able to function after approximately 10 minutes of use of the probe. The root cause for the poor probe performance was due to the separation of components, which caused the inability of the probe to actuate. An adhesive bond failure occurred between the extension and the coupling. An investigation has been was completed and actions are presently being taken to lower the occurrence of detachments due to an adhesive bond failure. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe cutting function switched off during a procedure. Additional information and product sample have been requested.